Event description:
It was reported that the patient sustained a pad burn. The patient was undergoing radiofrequency ablation (rfa) with a rf3000 radiofrequency generator. Upon completion of the procedure, a burn to the skin at the site of one of the grounding pads was observed. The burn was treated "conservatively" and it was noted that no intervention was required. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).